Event description:
It was reported that patient's stimulation device was stuck on about three months ago. It took four hours to get the stimulation turned off. The patient experienced an overstimulation sensation. The patient's arm was cramped and she couldn't feel her fingers. The patient still has the device implanted. It remains off. See MFR report # 3004209178-2008-05842. Additional info has been requested, but was not available on the date of this report.